Event description:
The customer contact reported the device did not deliver medication. At an unspecified date and time, the device was programmed to deliver morphine. No specific programming parameters were provided. After an unspecified length of time, it was reported the device displayed indicated that medication was being delivered, however nothing was coming out. There as no reported of an adverse event or a need for medical intervention. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.